Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support regarding meal announcements while using the ilet system and considered disconnecting from the pump and not announcing dinner, with a concurrent blood glucose of 200 mg/dl; the user was counseled to remain connected and to announce meals with appropriate portion selection so the system could continue to learn insulin needs. Symptoms included hyperglycemia. Outcomes included no reported injury or need for medical intervention. Investigation included troubleshooting and education on appropriate meal announcement and device use. Investigation of this case revealed no device malfunction and indicated use-related uncertainty about meal announcement as the likely driver of the hyperglycemic reading. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.